Manufacturer narrative:
Without a lot number, synthes is unable to provide the date of MFR. The investigation could not be completed, no conclusion could be drawn, as no product was received and no lot number was provided.

Event description:
A device report from waldenburg indicates a pt in germany was implanted a screw and locking cap. The locking cap was found to have pulled away from the screw head. Surgical intervention was needed.